Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the imaging system door would not close. The representative reported that they invalidated the home and re-calibrated motion controls. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a procedure, that the gantry door on the imaging system would not seat properly and the site could not progress past the door open message on the pendant of the imaging system. The site elected to use another imaging system to proceed with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.